Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt intermittently failed essential testing. The root cause of the failure was contamination on corrosion on the j704 connector in the distribution node (dn) pc and the ECG c and d cable jst connector. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's was experiencing adjust belt messages.